Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device screen was blank upon startup and even when rebooted the device displayed a blank screen. Biomed also noted that the device before the screen went blank would not not cool and made loud noises and potentially needed repairs to the chiller. Ts explained that the chiller might not be the reason that the device did not cool but the control panel would not allow further troubleshooting. Biomed requested quote for control panel repair and assessment of cooling issues at the depot.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed mixing pump. The arctic sun 5000 was evaluated upon receipt. During the evaluation, it was found that the device was not cooling. Mixing pump was replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device screen was blank upon startup and even when rebooted the device displayed a blank screen. Biomed also noted that the device before the screen went blank would not cool and made loud noises and potentially needed repairs to the chiller. Ts explained that the chiller might not be the reason that the device did not cool but the control panel would not allow further troubleshooting. Biomed requested quote for control panel repair and assessment of cooling issues at the depot. Per follow up information received on 04nov2024, it was reported that the sample received. No patient involved at the time of the malfunction. Per sample evaluation results on 14nov2024, it was reported that the device was slow to autofill. Per review of wo on 14nov2024, it was reported that the mixing pump and the chiller were experiencing issues. Per sample evaluation results on 11dec2024, it was reported that tank seals not sealing.